Manufacturer narrative:
Visual inspection of the device showed the luer fitting was separated from the irrigation tubing and was not returned with the device. The adhesive and irrigation tubing are torn open at the proximal side of the adhesive joint securing the tubing to the luer fitting. The distal end is twisted in the clock wise direction as viewed from the end of the distal tip. Dried body fluid found on the handle, main shaft and distal end. Dried saline found on the handle and distal end. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected for a rhythmia mapping procedure. During the procedure it was noted that the irrigation tube got broken. The catheter was exchanged with no patient complications being reported.